Event description:
It was reported that the patient experienced erosion. It was reported the patient was too thin and the neurostimulator wore through the skin. The patient had suffered a fall. The neurostimulator was moved to a new pocket and the patient was doing fine.

Manufacturer narrative:
Product ID 3093-28, lot# v693903, implanted: (B)(6) 2011, product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).